Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported that the stylet was removed during the last step of the catheter placement procedure. Discrete yellow dots were found with the stylet inside the powerpicc catheter (3174118).

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of available complaint information and an evaluation of the available sample evidence, the following was concluded: the complaint of material on the stylet was confirmed; however, the exact root cause was not identified. The product returned for evaluation was one stylet. It had been fully removed from the catheter, which was not returned for evaluation. Biological residues were in several regions along the length of the stylet. Several bends were observed in the stylet. Material appeared to be flaking off of the wire. Microscopic inspection of the sample confirmed the presence of white material on the stylet. The material appeared bunched and peeling. The material appeared to partially coat the stylet wire. It appeared that the hydrophilic coating applied to the stylet wire during product manufacture was bunching and peeling. It could not be determined what caused the delamination of the coating. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. Potential contributing factors include exposure to incompatible chemicals and unidentified environmental factors affecting the properties of the coating. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that the stylet was removed during the last step of the catheter placement procedure. Discrete yellow dots were found with the stylet inside the powerpicc catheter (3174118).